Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that the programmer took a long time to boot up and therefore a reconfiguration was completed and the software reloaded to resolve. Analysis also confirmed that the screen was faded and dark and the liquid crystal display was replaced to resolve, and also confirmed the electrocardiogram (ECG) issue, the ECG connector was loose and causes noise, and the common mode/wrist electrode functional tests were out of specification and therefore the link electronic module board was replaced and calibrated to resolve. Analysis also found that the stylus was missing so it was installed and calibrated, the lower case was cracked and the power cord bay door tab was broken, both were replaced. (B)(4).

Event description:
It was reported that the programmer screen has faded to the point of being almost completely gone, that the booting process was taking an extremely long time and that it was impossible to get an electrocardiogram (ECG). The programmer was returned for service. No patient complications have been reported as a result of this event.